Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0125641v, implanted: (B)(6) 2002, product type: lead. (B)(4)

Event description:
It was reported by the patient that two weeks after their most current implant was put in, the complete system was removed. It was noted that the device did not agree with their system. Relevant medical history includes non-malignant pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.